Event description:
A malfunction was reported with a malfunction code identified as malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.